Event description:
Consumer states that they had to use tweezers to get one out of the 3 bristles that fell out in her mouth as she was brushing.

Manufacturer narrative:
Manufacture date updated because product was returned.